Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Patient experienced continued pain and flexion instability following his first right knee revision for pain, swelling and aseptic loosening of the tibia tray on (B)(6) 2017. Revising surgeon indicated failed total knee revision, with flexion instability. No evidence of infection. Femur, tibial tray and stem, and tibial insert components were revised. There is no product or lot information provided for the patient's first right knee revision, with regard to the revision tibial tray, stem, or two antibiotic bone cements used, except that they were all depuy products. During this second knee revision surgery, patient experienced an intraoperative partial avulsion of the patellar tendon at the tibial insertion, requiring intervention with a suture anchor. There was no indication within the surgical documentation that a depuy instrument or product was the cause of the patellar tendon injury. Doi: (B)(6) 2015 & (B)(6) 2017; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device) product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. *********updated 7 may 2020 re-open****** the complaint was re-opened upon receiving the product details of the tibial, the tibial insert and the femoral stem. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Device history lot ==> device history reviewed on 03 jan 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.